Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed transient low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined, according to the account the alarms occurred as a result of the patient's arrhythmia. The submitted controller event log file contained events from (B)(6)2025. Several low flow events were captured on (B)(6)2025, resulting in three transient low flow hazard alarms. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and hypertension, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and hypovolemia as potential late post-implant complications that may be associated with the use of heartmate 3 lvas. This section also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for ventricular tachycardia at home and reported feeling vibrations in their chest and low flow alarms as well. Log files were sent for review, and the event log captured a few low flow events with the estimated flow noted as low as 1.7 lpm. These intermittent low flows were likely patient related as these were in the presence of elevated pulsatility index (pi) values. The patient was both hypovolemic and hypertensive. The vibration feeling was associated with ventricular tachycardia per the patient. The clinician stated the patient's left ventricular assist device (lvad) sounded fine. The patient's arrhythmia resulted in clinical compromise, including low flow alarms and marginal cardiac index. The patient had ventricular tachycardia (vt), and the arrhythmia was sustained intermittently. The patient has had a history of ventricular tachycardia pre-left ventricular assist device (lvad) implant. It was possible that the arrhythmia in this event was device or therapy related. The patient discharge summary provided that the patient had recurrent ventricular tachycardia since (B)(6) that was being treated repeated with adenosine triphosphate. The telemetry strips appear to show a monomorphic morphology predominantly apical in location. The apical right ventricle pacing morphology suggested vt could be related to the lvad insertion point. They underwent right heart catheterization which showed low biventricular filling pressures with reduced cardiac index of 1.38 by thermal, 1.96 by fick. Patient was given volume repletion with 250 cc of lactated ringer's solution (lr) which they tolerated well followed by another 250 cc of lr. Advanced heart failure attending discussed patient's case with cardiology at upenn for consideration of ablation. Patient is excepted to u. Penn for transfer for consideration of high-risk vt ablation. An implantable cardioverter-defibrillator (cid) was implanted prior to vad, and the patient has been transferred to upenn for vt ablation, and now remains hospitalized there.